Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs stat result from the cobas 8000 cobas e 602 module. The initial result was 0.025 ug/l. Another sample was taken from the patient and the result was 0.006 ug/l. Both samples were repeated and the results were 0.006 ug/l. No erroneous result reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30564600 with an expiration date of 30-jun-2019. The investigation did not identify a general instrument or reagent issue. The cause of the event could not be determined.